Event description:
It was reported that during surgery the pegs broke off of the patella. A backup device was available. No delay was reported. A revision surgery had to be performed due to this failure mode.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the as received component showed little to no damage along the articular surface. A post is deformed and two posts are fractured, one of which is cleaved at the bone interface while the other deformed in the same direction as the remaining post before fracture. The bone-contacting surface of the component showed bone cement within the implant and a damaged surface. No material or manufacturing defects were observed in the course of this investigation. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. The device was returned and the product evaluation revealed no material or manufacturing defects were observed in the course of this investigation. If new information is received in the future, this complaint can be re-opened.

Event description:
A revision surgery had to be performed due to the pegs broke off of the patella. A backup device was available. No delay was reported.